Manufacturer narrative:
Phone number: (B)(6). This event occurred in (B)(6). The customer's meter and test strips were returned for investigation and they were tested using a retention control sample. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The laboratory result was 3.0 inr. The meter result was 2.2 inr. Both of the results were taken at 8:00 simultaneously. The reporter did not know the date on which the tests were performed. The customer's therapeutic range is 2.5 - 3.5 inr.